Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and obtain a replacement unit. The cause of the reported issue could not be determined.

Event description:
During a routine preventative maintenance inspection of the customer's device, physio-control observed that it would not complete the boot-up cycle. Physio observed that the "ok" symbol on the readiness display would also flash on and off. There was no patient use associated with the reported event.